Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. Our field service engineer confirmed on-site the reported problem and replaced the (inspiratory side) pressure transducer according to the recommendations in the service manual. After that, functional tests passed. The evaluation of received device logs confirms failed pressure transducer tests starting (B)(6) 2021, which will be used as the date of event. A microscope inspection of the pressure sensors ceramic cavity showed a relatively clean membrane cavity on the top of the smi pressure sensor chip. Only some small particles were visible. The returned pressure transducer was installed in the reference servo-I ventilator. Initially pre-use check failed on the internal leakage, pressure transducer and patient circuit tests. During simulated test ventilation, alarms for mainly high pressure were generated. After a while, the ventilator worked as expected again. 4, 5 days of simulated test ventilation and three pre-use checks passed without issues. A failure of the inspiratory or expiratory pressure transducer may lead to high airway pressure and generation of alarms for peep high or peep low. A malfunctioning pressure sensor may generate false alarms or no alarms when alarms should have been raised. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately prior to ventilation. The conclusion is that the reported pre-use check failure could be confirmed from received device logs and was initially reproduced during laboratory tests. After a while, the pressure transducer recovered and worked without issues. The cause was most likely particles/debris in the pressure sensor, but this couldn't be established.